Manufacturer narrative:
The suspect device is not expected to return for evaluation. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that during an av fistula gram procedure the access wire tip detached within the patient. The physician had acquired av fistula access via the seldinger technique. Access was acquired with a needle and the access wire was inserted and advanced into the patient's vasculature without any unusual tactile resistance. The patient's vasculature was unremarkable. The needle was then removed. The sheath and introducer were inserted together over the wire. While removing the access wire along with the introducer, the physician noticed the access wire tip was missing. A vascular snare device was then used to retrieve the detached wire tip from the patient.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and one similar complaint from the same account for this lot number was found. Corrective actions are in process.